Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned tibial plate shows signs of use and no bone cement adhered to backside of the tibial plate. Also, the articular surface and femoral implants were returned. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic lucencies seen along the inferior aspect of the lateral tibial plate which could correspond to loosening. No lucencies are seen between the hardware and cement. A definitive root cause cannot be determined. Per package insert loosening and pain are known adverse effects of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item :00-5964-032-10 lot: unknown, item: 00-5964-015-51 lot: unknown, item :unk lot: unk refobacin bone cement. Report source: foreign: (B)(6).

Event description:
It was reported that 14 months after the tkp implantation, patient underwent revision procedure due to loosening of the tibial tray. There were no signs of infection.